Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked, and the imaging core's drive shaft and coax cable were broken, beginning approximately 28.4 cm from the distal end of the connector shaft. No damage or failures were observed on the ccp (catheter code pcba) board assembly. Microscope inspection confirmed that the guidewire exit port, and the distal section of the tip were in good condition. It also revealed a broken drive shaft and a broken coax cable in the imaging core. An impedance test indicated an electrical open at the proximal end of the catheter. A functional test was performed using a test guidewire, which showed no indication of resistance while tracking the guidewire into the catheter. The motor drive unit (mdu) and ilab system were used to perform a functional inspection of the device. The catheter was properly recognized by the imaging system when connected to the mdu, and no connection issues or errors were detected during testing. A destructive test was conducted, during which the sheath assembly was cut to observe both ends of the broken drive shaft more clearly. E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 90% stenosed, 3.0mm x 20mm target lesion was located in the moderately tortuous and moderately calcified coronary left circumflex artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after the stent was implanted, an imaging catheter was sent to assist in judging whether the stent was attached to the wall. However, the tail end of the catheter was fractured while being advanced. The procedure was completed with another of the same device. No patient complications were reported, and patient status was stable following procedure.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed, 3.0 mm x 20 mm target lesion was located in the moderately tortuous and moderately calcified coronary left circumflex artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after the stent was implanted, an imaging catheter was sent to assist in judging whether the stent was attached to the wall. However, the tail end of the catheter was fractured while being advanced. The procedure was completed with another of the same device. No patient complications were reported, and patient status was stable following procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6).